Event description:
A physician reported that a patient, who has been using a novopen 3 together with mixtard 30/70 (dual-acting human insulin) since july 1997 due to slowly progressive type 1 diabetes, experienced hyperglycemia (589 mg/dl) in 2003 and was treated with an intravenous insulin infusion at the hospital. The patient was unable to perform an injection with the device in question in the evening and in the morning. The patient consulted the reported physician in the morning as patient felt thirsty and the blood glucose level was measured to 589 mg/dl. The patient was treated at the out-patient department at the hospital with intravenous insulin infusion and recovered the same day. The patient usually performs airshot, but not each time; however patient never re-used the needles. It has not been reported whether a function check was performed or not. There were no changes in the pt's activity level, diet (1400 kcal/day) or insulin dose prior to the event. Furthermore, the patient has no diabetic complication and patient does not use other medication. Company comment: the reporting physician has changed the seriousness of the event to non-serious. However due to the required intervention, novo nordisk maintains the evaluation of a serious adverse event.